Manufacturer narrative:
(B)(4). The patient has not been revised, therefore the devices are not available for review. The DHR could not be reviewed as the item/lot numbers are unknown. The devices were used in treatment. No applicable patient history is available for review. Compatibility of the devices is unknown. A complaint history review could not be performed with the lack of identifying product information. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is not suspected that the zimmer devices caused or contributed to any patient infection. With the information provided, a definitive root cause cannot be stated.

Event description:
It is reported that the patient is experiencing infection and needs to use crutches. Patient is currently being monitored.